Manufacturer narrative:
Other relevant device(s) are: product ID: etlw1624c93e, serial/lot #: (B)(4), ubd: 19-sep-2015, UDI#: (B)(4). Product ID: etlw1624c124e, serial/lot #: (B)(4), ubd: 06-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported that the patient presented emergently over six years later with a ruptured aneurysm. The patient was brought to the or where it was verified that the graft's contralateral limb had separated from the main body bifurcate. The left internal iliac artery was coiled off and the contralateral limb was repaired with a 16x16x156 limb and extended into the left external artery with a 16x16x124 limb. The ipsilateral right limb was also found to have a type iiia endoleak at the junction of the ipsilateral limb of the main body and the existing limb. A 16x28x124 limb was used to repair this endoleak and the rupture was contained. As per the physician the cause of the event was anatomy & natural changes in the aneurysm sac. The patients lack of follow-up was also noted. No additional clinical sequelae were provided and the patient is fine.